Event description:
It was reported that the patient received the elective replacement indictor (eri) message. It is unknown if this occurred prematurely. As a result, surgical intervention took place on (B)(6) 2025 wherein the ipg was explanted and replaced with a new ipg to address the issue. Reportedly, therapy was confirmed post operatively.

Manufacturer narrative:
Date of event is estimated. Patient weight is unknown. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.